Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Results: a visual inspection was performed. No damage was found. A functional test was performed. The device passed the self-test. A ops 50ml syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. Based on the device and keyboard history, could be detected that the flow rate was changed to 10,3 ml/h. No other abnormalities were found in the device history. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,71%. The device was disassembled and the inside was investigated. In the area of the upper housing could be found liquid residues. No other damages were found inside the device. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. During the investigation of the device and keyboard history, could be detected that the user changed the rate to 10,3 ml/h.

Manufacturer narrative:
(B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". Customer information: "inexplicably wrong infusion delivery rate leads to reanimation. The newborn should have received 0.3 ml/h of potassium. The set rate was 10.3 ml/h. According to the nurse, she could not explain this, as she had set 0.3 ml/h. The infant had to be reanimated. The police were called in."